Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level morning was 472 mg/dl. Customer stated that he had an alarm that reservoir was low but he did nothing since it still had 6 units of insulin. Customer stated the insulin pump had dropped. Customer stated the insulin pump does not show signs of physical damage. Customer stated they did not see missing segments during the self test. Customer states the self test was passed. Customer stated that the insulin pump did not alarm during delivery. The insulin pump will not be returned for analysis.